Event description:
Boston scientific crm received an inquiry to evaluate the battery status of this implanted device. The physician questioned the 0.1v decline during a five month period. A disk has been forwarded for evaluation, so as to determine if the rate of decline is within the expect range. No adverse effects reported and the device remains implanted and in service.

Event description:
The disk received was invalid and unable to be reviewed. After multiple attempts inquiring if another disk would be received, information was forwarded stating that during the patients next regularly scheduled office visit another disk would be copied and forwarded to boston scientific for a longevity evaluation.

Manufacturer narrative:
Results of the disk analysis confirmed the device is depleting at the expected and acceptable rate. To date, the product remains implanted and in-service. Following explant and completion of lab analysis further information will be provided.

Manufacturer narrative:
Upon receipt of new information, this event will be further updated.

Manufacturer narrative:
--

Event description:
Another disk was attained and submitted for an engineering longevity assessment.